Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple "power on resets" on (B)(4) 2013. No damage or moisture contamination was found to the battery compartment or battery cap. The battery cap secured tightly to the pump; the battery cap met required specification. No power loss was noted with the pump; no issues were noted with the terminal contacts and no intermittent contact issues were noted. The reported complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump would reboot without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.